Manufacturer narrative:
Per the instructions for use (IFU), thrombosis and embolization of air, calcification or thrombus are potential adverse events associated with transcatheter aortic valve replacement and bioprosthetic heart valves. According to (B)(6), some causes for thromboembolism not associated with invasive procedures include advanced age, atherosclerosis, cancer, previous mi, heart failure, dm, htn, a sedentary lifestyle, certain medications, and smoking. There are multiple etiologies for bowel ischemia / infarction including embolization occurring after device manipulation, bav or valve deployment and these events can result in varying degrees of permanent impairment. Additionally, prolonged hypotension can contribute to decreased bowel perfusion and ischemia potentially leading to tissue necrosis. In this case, the cause of the ischemic bowel could not be determined; however, it could have been related to the procedure itself. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
It was reported by our japan affiliate that three days after a transapical tavr procedure, intestinal necrosis was observed due to intestinal ischemia. A right hemicolectomy and an ileostomy were performed.